Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, he started to have symptoms of feeling unwell, nausea, dizziness, and dehydration during the night of (B)(6) 2026. The patient was not wearing a cgm sensor at that moment and did not know what their blood glucose reading would have been. The following morning, (B)(6) 2026, the patient inserted a cgm sensor and the cgm reading was initially 80 mg/dl but continued to drop toward 60 mg/dl throughout the day. He didn't take any specific treatments or medications during this time, but by 9:00 pm that evening, the patient went to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 56 mg/dl, and the blood glucose reading was 42 mg/dl. About 15 minutes later, another fingerstick was taken and the cgm reading was 62 mg/dl, and the blood glucose reading was 107 mg/dl. It was unknown if any treatment was given before the second blood glucose reading. The patient was treated with intravenous fluids and saline for his dehydration and was admitted into the hospital for 5 days. No other underlying conditions were reported that would have contributed to the need for hospitalization. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and b zones of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.